Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
B1 product problem and e4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleeding issue was likely use related as it was resolved by tightening perclose and an additional suture the cause of the issue was not established as no product or logs were returned and limited clinical information was provided.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 44-year-old male with a medical history significant for renal insufficiency underwent implantation of an impella cp pump for temporary mechanical circulatory support. The indication for use was heart failure with cardiogenic shock-cgs, secondary to non-ischemic cardiomyopathy, classified as acute decompensated chronic heart failure. The device was percutaneously implanted via the right femoral artery. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock (ending scai classification was stage d). On post-implant day 0, bleeding was noted at the vascular access site. Perclose sutures were tightened, and an additional circumferential suture was placed, after which hemostasis was achieved. On the following day, impella cp flows were noted to be low while the patient was supported on extracorporeal membrane oxygenation (ECMO). Transthoracic echocardiography demonstrated a decompressed left ventricle with a flail mitral valve, a distended left atrium, and a large right atrial thrombus. The plan was to explant the impella cp and escalate support to an impella 5.5, pending a decision regarding management of the right atrial clot. The impella cp device was explanted on the same day. The patient survived the event. The observed low impella cp flows occurred in the setting of severe cardiogenic shock with concurrent extracorporeal membrane oxygenation support and advanced underlying cardiac disease. The patient also had comorbidities, including renal insufficiency, and was classified as scai stage e at device initiation. Based on the information at hand, the event appears to be most associated with the patient¿s underlying condition.